Manufacturer narrative:
(B)(4). The ventilator was evaluated and it was determined that the power supply needs to be replaced.

Manufacturer narrative:
(B)(4). The evaluation and repair of the ventilator is yet to be completed.

Event description:
Report received that an 840 ventilator shut down. The ventilator was not on a patient at the time of the event.